Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.  Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01251. It was reported that inadequate stent apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After a guide catheter was engaged and a guide wire was crossed to the atrioventricular (av) groove of rca, pre-dilatation was performed. A 3.0x32mm promus premier¿ stent was deployed and intravascular ultrasound (ivus) was performed and revealed proximal portion of the 3.0x32mm promus premier¿ stent was not well apposed. Subsequently, a 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilation and was initially inflated at 18 atmospheres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was then completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient 's status was good.